Manufacturer narrative:
Hill-rom technical support has made three attempts regarding a resolution to this complaint and has not received any feedback from the account. Based on this information, no further action is required.

Event description:
The account reported the brake caster will rotate around after the brake is set. The stretcher is located in the bed shop at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).